Event description:
During a lumbar spinal surgery, the surgeon had difficulty keeping the set screw driver engaged with the torque limiting handle. The alleged product problem delayed surgery approx 20 minutes. The surgical team replaced the driver with an available spare and the surgery was successfully completed with no adverse outcome.

Manufacturer narrative:
Add'l lot number: l520010. Additional device manufacture date: (B)(4) 2010. Two set screw drivers were returned for evaluation. The returned drivers were evaluated. The hexalobe tip of one driver was worn/damaged, but it is not known if this was a contributing factor to the event. Both drivers functioned properly when engaged with a set screw and torqued with the returned torque limiting handle. A cause for the alleged driver disengagement could not be determined.